Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient's spinal stimulation seemed to be felt like stimulation was too much. No further complications were reported as a result of this event.